Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified distal left anterior descending (lad) artery and a heavily tortuous and heavily calcified mid left circumflex (cx) artery. A 3.0 x 12 mm xience pro stent delivery system was being advanced to the lad but could not cross the lesion and the shaft separated. The separated portion was easily removed from the anatomy. A 2.75 x 33 mm xience prime stent delivery system was advanced to the cx, but it also could not cross and the proximal shaft separated and the separated portion was easily removed from the anatomy. The procedure was stopped and the patient was sent to surgery due to the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The rx xience pro referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified